Manufacturer narrative:
This is one of two device reports related to the same event. A follow up report will be submitted upon receipt of add'l info.

Event description:
The plaintiff's attorney alleged that the pt experienced cardiac arrests during and after hemodialysis treatment and subsequently expired the same day. This is alleged to have been caused by the pt's exposure to the product administered for dialysis treatment.